Event description:
Reportedly, the pit button remains red despite the installation being completed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
No conclusion could be drawn as the subject home monitor was not returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the pit button remains red despite the installation being completed.